Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that their fecal stimulator had not been working for a long time. Patient said they tried every setting and a few of them kind of work but not as much "oomph" as they had on any setting and most of the settings don't work at all. Patient stated they don't even know how long it has been since not working. Patient wanted to know what to do if they wanted ins replaced, the patient was redirected to their healthcare provider to further address the issue. On 2025-jul-01, additional information was received from the patient. The patient called back and reported the same issue previously reported. Patient mentioned that they've just found the letter we've sent. Agent reviewed information and they could answer the question and send the letter back to us. Patient asked was what will happen regarding the ins that the battery got depleted. Agent reviewed that should they still want to have the ins that they'll be going into surgery to have it replaced. Patient asked as well on what needs to do since they'll be going into MRI; agent reviewed information that the ins needs to put in MRI mode. Unable to walk the patient through on activating MRI as patient mentioned that the external devices are not charged. On 2026-feb-04, additional information was received from the patient (pt). They reported that the device has not worked for a long time. Patient said their quality of life was terrible. Patient said they thought the ins was dead. Patient they didn't think device went to the right spot. The patient was redirected to their healthcare provider to further address the issue.